Manufacturer narrative:
The pump passed the displacement test and self test. Hal software error detected and the main arm cannot communicate with the motor arm alarm found in the formatted history due to a software error.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump alarm. Customer was able to clear the alarm and able to rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.